Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Unable to download event history log due to error during download. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced force sensor as a preventative measure. Performed calibration, power up process, corrected data: corrected serial number from (B)(6).